Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer¿s site and confirmed the customer¿s allegation. The elevator was not working. The device was sent to olympus for further evaluation and repair. The forceps wire was found to be completely cut off, which had caused the raising angle to not meet specification. In addition to the findings reported, the adhesive on the bending section cover was detached, scratches were found throughout the device, the suction cylinder and forceps channel were shaved, angulation had play and the angulation was lower than specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The field service engineer (fse) reported to olympus, on behalf of the customer, the forceps elevator on the duodenovideoscope was having problems. There were no reports of patient harm. During the inspection and testing of the returned device, debris was found on the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer stated the device was inspected before use and no issues were found. Based on the results of the investigation, it is likely that reprocessing steps recommended in the instructions for use was not completely conducted due to nonconformities of the device. As a result, foreign material remained on and around the forceps elevator. The event can be prevented by following the instructions for use which state: "possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.